Event description:
Anesthesiologist was asked to insufflate air into the tube, however, instead of putting air into the gastric tube, air was insufflated into the balloon causing the balloon to rupture within the pt's esophagus. End result was a perforation in the esophagus which was repaired by surgery.